Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box lot # 73f2100954 investigation did not show issues related to the complaint.

Event description:
There is a sense of displacement and jamming.

Event description:
There is a sense of displacement and jamming.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the first staple in the returned sample was partially formed. The stapler was returned with 24 staples left in the cover block, indicating that at least 11 staples were fired by the customer. Signs of use in the form of biological material was observed on the returned stapler. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The first partially formed staple was able to be fired from the device. The next four staples were fired successfully. During the firing process, the reported resistance was observed. The device was disassembled, and no defects or anomalies were observed. After the device was reassembled, 17 more staples were fired. The resistance encountered diminished once the stapler was reassembled. The remaining staples were successfully fired into a simulated skin pad. R & d engineering was consulted regarding this complaint. The source of the unusually high resistance when initially firing the stapler could not be conclusively determined. This is because no defects were observed with the internal components, and all staples fired and formed correctly. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "jamming - resistance felt at trigger" was confirmed based upon the sample received. Visual examination of the returned stapler revealed that the first staple in the returned sample was partially formed. Upon functional inspection, the staples were able to properly form and were successfully fired into a simulated skin pad. However, the reported resistance was encountered when firing. The device was disassembled, and no defects or anomalies were observed. The resistance encountered diminished once the stapler was reassembled. R & d engineering was consulted regarding this complaint. The source of the unusually high resistance when initially firing the stapler could not be conclusively determined. This is because no defects were observed with the internal components, and all staples fired and formed correctly. Additionally, each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. A device history record review was performed, and no issues related to the complaint were discovered. Teleflex will continue to monitor and trend on complaints of this nature.